Manufacturer narrative:
Customer reported that end user stated that the gas delivered to the patient was too low. Log-files showed that the following alarms had been triggered frequently until (B)(6) 2018: alarm 237 "temperature of device cpu high". Alarm 239 "temperature of device high". The reported issue was traced to user fault. The problem was most likely caused by clogged filters. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 experienced a very low gas delivered to the patient. The information regarding the patient harm has not been provided.